Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) from right and left side on surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the products involved with this complaint to perform failure analysis. The left hrsv monitor was analyzed, and the reported failure was confirmed and replicated. In the system logs, errors 119 and 121 were found multiple times indicating the issue appeared in the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system, and the unit powered on showing a blank screen. The right hrsv monitor was analyzed, and the complaint was not replicated since the unit was found to be fully functional. The unit was installed in a golden system, where the component functioned as expected. The system ran through 10 power cycles, and no related errors were triggered. The complaint was confirmed and replicated on left hrsv monitor. The probable root cause is attributed to an electrical component failure from left hrsv monitor. This issue can be resolved by replacing the hrsv monitor.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that one of the console's left eyes went completely black while the other remained normal. The issue was first addressed by technical support, who recommended performing a hard power cycle on the console and reseating the blue fiber cable on both ends. Prior attempts to restart the system did not resolve the problem. During the next troubleshooting effort, another reset was attempted by powering off and resetting the console breaker, but the left eye remained blank and the issue persisted. The procedure was completed as planned with no reported injury.